Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during the endoscopic radical resection of lung cancer surgery, when severing pulmonary fissure tissue, after fired, noted some staples malformed with irregular shape (with straight leg). Changed to the new one to complete the surgery. There was no patient consequence reported. No additional information can be provided.